Event description:
Pt scheduled for hysterectomy, d&c, novasure ablation. Instrument x 2 used for novasure ablation did not give surgeon the width of the uterus. Surgeon aware and decided to use thermachoice for uterine ablation. (B)(6).